Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found the exposed portion of the soft cannula was bent. It could not be determined when this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin.

Event description:
It was reported that the patient's blood glucose level reached 380 mg/dl with ketones present. The pod was worn between 4 and 24 hours on the abdomen. Hyperglycemia treated by applying a new pod.